Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 20-dec-2023, the h6. Investigation conclusions code was corrected from cause traced to user (d11) to unintended use error caused or contributed to event (d1102).

Manufacturer narrative:
On 12/16/2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001430 number, and no internal action related to the complaint was found during the review. The h4. Device manufacturing date was added as 08/24/2020. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that during a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium there was a hemostatic valve separation issue. It was reported that while pulling back the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was bleed back and the hemostatic valve was reported to be broken. The sheath was replaced, and the issue resolved. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 4/21/2021, biosense webster inc. Received additional information which indicated that no air entered the patient¿s body. No intervention was required to stop the backflow bleed and the date of event was 11/6/2020, as such, field b3. Event date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Note: the event date is unknows, as such, date of event has been left blank. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium there was a hemostatic valve separation issue. It was reported that while pulling back the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was bleed back and the hemostatic valve was reported to be broken. The sheath was replaced, and the issue resolved. Since there¿s no indication that the patient¿s hemodynamics was compromised nor that medical/surgical intervention was required, this complaint won't be considered a patient event but a product malfunction.